Event description:
Noise was detected by the device during liquid nitrogen treatment near or at the incision site. Patient care recommendations are requested.

Event description:
Noise was detected by the device during liquid nitrogen treatment near or at the incision site. Patient care recommendations are requested.

Manufacturer narrative:
Preliminary analysis confirmed external noise detection in both atrial and ventricular channels.